Event description:
A customer contacted beckman coulter inc. (Bec) in regards to questioning the possibility of erroneous vitamin b12 results on several patient samples generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. These samples were not repeated, as sample was not available. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No specific sample details were supplied. A system check dated (B)(4) 2011 was passing. Per the customer complaint record, the s5 value on the vitamin b12 calibrator card was scanned in as 5513pg/ml, when it should have been 1513pg/ml. This calibration passed and qc was within established ranges. The incorrect s5 value was noticed on (B)(4) 2011. The b12 s5 calibrator value was corrected and the assay recalibrated. Service was not dispatched for this event. There is no definitive root cause for this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2122870-2011-05055, 2122870-2011-05056, 2122870-2011-05058, 2122870-2011-05059, 2122870-2011-05060.